Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there were acu watchdog and primary audible alarm background test messages. The power up process was conducted and the acu watchdog alarm was unable to be duplicated. The acu watchdog is a sympathy alarm, sympathizing the primary audible alarm bgnd test. An occlusion test was also performed to verify the primary audible alarm bgnd test, but it was unable to duplicated. The cause of the issue was unable to be determined since there was no physical damage to the interconnect board or speaker. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog fail. There was no reported adverse event.